Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient experienced slurred speech, transient headache and dizziness with position change, and left sided facial droop. Brought to an outside facility and evaluated for a transient ischemic attack (tia). CT scan was performed which was negative for any new intracranial abnormalities". "Subject was transferred to another hospital for observation, at this time all symptoms had resolved. Vascular neurology consulted at admission and evaluated. At twenty-four hours post event slurred speech had completely resolved. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Tia- transient ischemic attack: is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient that on (B)(6) 2013 at 11:30 subject experienced slurred speech, transient headache and dizziness with position change, and left sided facial droop. Brought to an outside facility and evaluated for a transient ischemic attack (tia). CT scan was performed which was negative for any new intracranial abnormalities". "Subject was transferred to another hospital for observation on (B)(6) 2013. At this time all symptoms had resolved. Vascular neurology consulted at admission and evaluated. At twenty-four (24) hours post event slurred speech had completely resolved and nih score was one (1) and mrs was 0. No treatment was given for tia. Subject observed and discharged on (B)(6) 2013 in stable condition." No additional information available.